Manufacturer narrative:
The reported event of high pacing impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion was noted at 7.5 ¿ 8.2 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with lead friction to another device or feature of the patient anatomy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-16416. It was reported that when the patient presented in the hospital, high, out of range, low voltage lead impedance was observed. The device and the atrial lead were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.